Event description:
The customer reported the device exhibited an error code 01000 (defib failure, biphasic error). This error code was accompanied with the message/instruction "defib failure - cycle power". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device exhibited an error code 01000 (defib failure, biphasic error). This error code was accompanied with the message/instruction "defib failure - cycle power". There was no report of pt involvement. The local philips rep evaluated the device and replaced power pca to resolve this issue.